Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was capped and replaced. Since the implantable cardioverter defibrillator was on advisory, the physician also decided to prophylactically explant and replace the device. The patient was stable before, during, and after.

Manufacturer narrative:
Correction: (concomitant medical products and therapy dates) and (date of event) should have been submitted in initial report. Correction: please remove recall number as device was tested normal during analysis and device was removed prophylactically due to advisory.

Manufacturer narrative:
The reported field event of device reaching eri was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.